Event description:
(B)(4). I got essure put in a year ago. I thought the sound of being able to get permanent birth control with "no down time" and without have any actual surgery sounded great! Great, it wasn't. Most of my symptoms started a few days following the procedure. The cramping and abdominal pain started day one and hasn't went away yet. Some days are better then others. Its the headaches that I can't deal with. I am constantly taking something for headaches. The amount of tylenol/advil I go through a month is beyond ridiculous. The fluttering feeling I get in stomach just started a few months ago. I'm not sure what it is. I also suffer from menopause like symptoms. Please keep in mind I'm (B)(6). What (B)(6) should have to deal with hot flashes, extreme irritability and night sweats. I honestly feel some days I struggle to even function. I would have never picked essure as my permanent birth control method had I known I would I would be dealing with what I am now. What scares me even more is what's to come. If these are some "small" symptoms ( and I use that term lightly) what in this world could happen in the years to come. I regret getting essure. And if I had the funds I would be running to find someone to remove it from my body. Looking back, having surgery doesn't seem so bad to me any more compared to essure. Other things I have noticed since having essure procedure are loss of hair, increase in acne, sharp abdominal pain, dizziness, lower back pain and on occasion nausea.